Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0fqy5, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via manufacturer representatives regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had not been getting much benefit for a while, maybe 6 months, so they decided to have it taken out. The ins and lead were removed a few weeks ago and the surgeon told them the lead was broken. The ins and lead were returned for analysis. No additional complications or adverse events related to the removal of the system were reported and the patient was believed to be doing fine.

Manufacturer narrative:
Analysis of the lead (lot# va0fqy5) found that the there was a short between circuits #0 and #3 under connector #0 at the proximal end of the lead under dry conditions. Electrical testing of the lead determined continuity was complete. The distal end was not returned. During the system test the short was solid and there was no output on electrode pair #0 and #3. With the lead disconnected from the ins the short is intermittent and resistance varies as pressure was applied to connector #0 of the lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.